Event description:
It was reported that the patient allegedly experienced an unexpected bolus of insulin requiring medical attention for hypoglycemia. The patient's blood glucose levels dropped to as low as 45 mg/dl. The logs confirm a bolus adjustment volume of 15 units was applied to the bolus calculator. The user was prompted that the adjusted bolus exceeds the max bolus. The user confirmed the bolus delivery. Based on the investigation, the system was found to function as intended with no evidence of unprogrammed boluses.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The case has been reviewed. Post market safety also spoke to the patient regarding the event. Insulet has evaluated the device logs and the log files then show that a bolus adjustment volume of 15 units was applied to the bolus calculator. The user was prompted that the adjusted bolus exceeds the max bolus. The user confirmed the bolus delivery. Based on the investigation, the system was found to function as intended with no evidence of unprogrammed boluses.

Manufacturer narrative:
The customer reported that on (B)(6) 2023 (date of occurrence), they received an unprogrammed bolus of 15u instead of 15 grams carb entry. Inspection of the device audit files confirmed that the device delivered a 15-unit bolus. Inspection of the android log files showed that the user opened the bolus calculator menu to program a bolus. The log files then show that a bolus adjustment volume of 15 units was applied to the bolus calculator. The user was prompted that the adjusted bolus exceeds the max bolus. The user confirmed the bolus delivery. Based on the investigation, the system was found to function as intended with no evidence of unprogrammed boluses. The history details on the physical controller were checked and no issues were seen with the bolus calculations for the 15u manual bolus delivery. During testing, the controller was paired with an unused pod. The device functioned as intended and no issues were seen during insulin delivery testing and bolus calculator testing.